Event description:
Device of 2. Reference MFR report: 1627487-2012-11056. It was reported the sjm representative met with the patient and interrogated the system. It was determined all contacts of the leads were invalid, and no stimulation could be provided. It was reported the patient may be scheduled surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.